Manufacturer narrative:
This report is submitted on september 29, 2023.

Event description:
Per the clinic, the patient experienced dizziness, headaches and poor performance with the device. Subsequently, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device on (B)(6) 2023.

Manufacturer narrative:
This report is submitted on july 31, 2023.